Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("it felt there was a barbed wire in my abdomen, never stopped feeling them") in a (B)(6) female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required) and pain ("physical pain"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the abdominal pain had resolved and the pain outcome was unknown. The reporter considered abdominal pain and pain to be related to essure. The reporter commented: as soon as she had her hysterectomy and the coils were gone, it was like her life changed. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 6-may-2017: new event was added and the case was upgraded to incident: during an interview the consumer stated "it felt there was a barbed wire in my abdomen, never stopped feeling them". Company causality comment: this spontaneous non-medically confirmed case report, first reported by a lawyer, refers to a female patient who had essure (fallopian tube occlusion insert) inserted and experienced pain ("physical pain"). This patient during an interview in a media vehicle stated that she suffered from abdominal pain: it felt there was a barbed wire in my abdomen, never stopped feeling them. The patient was submitted to a hysterectomy to remove essure and recovered from the reported event. Abdominal pain is anticipated in the reference safety information of essure. With essure inserted, pain in different locations including abdomen, pelvis, and back may occur. Given the nature of the reported event, the compatible temporal relationship and a lack of an alternative explanation, a causal relationship of abdominal pain with essure cannot be excluded. This case was regarded as incident since surgical device removal was required (the case was upgraded to incident after receiving new information). A product technical analysis update is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("essure seen in cervix and lower uterine segment"), pelvic pain ("physical pain/severe and persistent pelvic pain"), genital haemorrhage ("abnormal bleeding (general)") and appendicitis ("appendicitis") in a 31-year-old female patient who had essure (batch no. B76532) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multi gravida, parity 2 ((B)(6) 2005 and (B)(6) 2008) and miscarriage. Concurrent conditions included overweight, nickel sensitivity, penicillin allergy, bladder infection, appendectomy since (B)(6) 2014, appendicitis perforated since (B)(6) 2014 and periappendicitis since (B)(6) 2014. Concomitant products included zolpidem tartrate (ambien) from 2015 to 2017. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, 1 month 23 days after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2014, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On (B)(6) 2014, the patient experienced appendicitis (seriousness criterion medically significant) with abdominal pain. In 2014, the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), fatigue ("fatigue"), alopecia ("hair loss"), hormone level abnormal ("hormonal changes"), mood swings ("mood swings"), vaginal discharge ("vaginal discharge"), weight decreased ("weight loss"), female sexual dysfunction ("apareunia"), dyspareunia ("dyspareunia"), dysmenorrhoea ("dysmenorrhea"), tooth fracture ("broken tooth"), colitis ("colitis"), migraine ("migraine/headaches"), cystitis ("bladder infection"), depression ("depression") and dry eye ("vision/eye problems including dry eyes"). In 2015, the patient experienced allergy to metals ("nickel allergy"). The patient was treated with sertraline (zoloft), antibiotics, surgery (underwent full hystereectomy), surgery (underwent full hystereectomy) and surgery (underwent appendectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device expulsion outcome was unknown and the pelvic pain, genital haemorrhage, appendicitis, vaginal haemorrhage, menorrhagia, fatigue, alopecia, hormone level abnormal, mood swings, vaginal discharge, weight decreased, female sexual dysfunction, dyspareunia, dysmenorrhoea, tooth fracture, colitis, migraine, cystitis, allergy to metals, depression and dry eye had resolved. The reporter provided no causality assessment for device expulsion with essure. The reporter considered allergy to metals, alopecia, appendicitis, colitis, cystitis, depression, dry eye, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, hormone level abnormal, menorrhagia, migraine, mood swings, pelvic pain, tooth fracture, vaginal discharge, vaginal haemorrhage and weight decreased to be related to essure. No further causality assessment were provided for the product. The reporter commented: as soon as she had her hysterectomy and the coils were gone, it was like her life changed. Rlq pain since placement of essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.3 kg/sqm. Ultrasound scan - on (B)(6) 2014: essure seen in cervix ,lower uterine segment on (B)(6) 2015 hsg test done which showed a small caliber balloon tipped catheter was inserted into the endometrial cavity and approximately 10ml of water soluble contrast was injected under fluoroscopy. Multiple ap and oblique images were performed. There is normal opacification of the uterine cavity. No abnormal filling defects are seen. There is no opacification of the fallopian tubes and no free spill of contrast into the peritoneal cavity. Normal post essure hysterosalpingogram. Current weight: 180 lbs. Approximate weight at the time of essure placement: 170lbs. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: device expulsion ¿ "lower abdominal", "pelvic pain". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("essure seen in cervix and lower uterine segment"), pelvic pain ("physical pain/severe and persistent pelvic pain"), genital haemorrhage ("abnormal bleeding (general)") and appendicitis ("appendicitis") in a 31-year-old female patient who had essure (batch no. B76532) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multi gravida, parity 2 ((B)(6) 2005 and (B)(6) 2008) and miscarriage. Concurrent conditions included overweight, nickel sensitivity, penicillin allergy, bladder infection, appendectomy since (B)(6) 2014, appendicitis perforated since (B)(6) 2014 and periappendicitis since (B)(6) 2014. Concomitant products included zolpidem tartrate (ambien) from 2015 to 2017. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, 1 month 23 days after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2014, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On (B)(6) 2014, the patient experienced appendicitis (seriousness criterion medically significant) with abdominal pain. In 2014, the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), fatigue ("fatigue"), alopecia ("hair loss"), hormone level abnormal ("hormonal changes"), mood swings ("mood swings"), vaginal discharge ("vaginal discharge"), weight decreased ("weight loss"), female sexual dysfunction ("apareunia"), dyspareunia ("dyspareunia"), dysmenorrhoea ("dysmenorrhea"), tooth fracture ("broken tooth"), colitis ("colitis"), migraine ("migraine/headaches"), cystitis ("bladder infection"), depression ("depression") and dry eye ("vision/eye problems including dry eyes"). In 2015, the patient experienced allergy to metals ("nickel allergy"). The patient was treated with sertraline (zoloft), antibiotics, surgery (underwent full hystereectomy), surgery (underwent full hystereectomy) and surgery (underwent appendectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device expulsion outcome was unknown and the pelvic pain, genital haemorrhage, appendicitis, vaginal haemorrhage, menorrhagia, fatigue, alopecia, hormone level abnormal, mood swings, vaginal discharge, weight decreased, female sexual dysfunction, dyspareunia, dysmenorrhoea, tooth fracture, colitis, migraine, cystitis, allergy to metals, depression and dry eye had resolved. The reporter provided no causality assessment for device expulsion with essure. The reporter considered allergy to metals, alopecia, appendicitis, colitis, cystitis, depression, dry eye, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, hormone level abnormal, menorrhagia, migraine, mood swings, pelvic pain, tooth fracture, vaginal discharge, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: as soon as she had her hysterectomy and the coils were gone, it was like her life changed. Rlq pain since placement of essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.3 kg/sqm. Ultrasound scan : on 7(B)(6) 2014: essure seen in cervix, lower uterine segment on (B)(6) 2015 hsg test done whcih showed a small caliber balloon tipped catheter was inserted into the endometrial cavity and approximately 10ml of water soluble contrast was injected under fluoroscopy. Multiple ap and oblique images were performed. There is normal opacification of the uterine cavity. No abnormal filling defects are seen. There is no opacification of the fallopian tubes and no free spill of contrast into the peritoneal cavity. Normal post essure hysterosalpingogram current weight: 180 lbs approximate weight at the time of essure placement: 170lbs ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: device expulsion ¿ "lower abdominal", "pelvic pain". Quality-safety evaluation of ptc: unable to confirm complaint: most recent follow-up information incorporated above includes: on 22-oct-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("essure seen in cervix and lower uterine segment"), pelvic pain ("physical pain/severe and persistent pelvic pain"), genital haemorrhage ("abnormal bleeding (general)") and appendicitis ("appendicitis") in a (B)(6) year-old female patient who had essure (batch no. B76532) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multi gravida, parity 2 ((B)(6) 2005 and (B)(6) 2008) and miscarriage. Concurrent conditions included overweight, nickel sensitivity, penicillin allergy and bladder infection. Concomitant products included zolpidem tartrate (ambien) from 2015 to 2017. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, 1 month 25 days after insertion of essure, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On (B)(6) 2014, the patient experienced appendicitis (seriousness criterion medically significant) with abdominal pain. In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), fatigue ("fatigue"), alopecia ("hair loss"), hormone level abnormal ("hormonal changes"), mood swings ("mood swings"), vaginal discharge ("vaginal discharge"), weight decreased ("weight loss"), female sexual dysfunction ("apareunia"), dyspareunia ("dyspareunia"), dysmenorrhoea ("dysmenorrhea"), tooth fracture ("broken tooth"), colitis ("colitis"), migraine ("migraine/headaches"), cystitis ("bladder infection"), depression ("depression") and dry eye ("vision/eye problems including dry eyes"). In 2015, the patient experienced allergy to metals ("nickel allergy"). The patient was treated with sertraline (zoloft), antibiotics, surgery (underwent full hystereectomy), surgery (underwent full hystereectomy) and surgery (underwent appendectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device expulsion outcome was unknown and the pelvic pain, genital haemorrhage, appendicitis, vaginal haemorrhage, menorrhagia, fatigue, alopecia, hormone level abnormal, mood swings, vaginal discharge, weight decreased, female sexual dysfunction, dyspareunia, dysmenorrhoea, tooth fracture, colitis, migraine, cystitis, allergy to metals, depression and dry eye had resolved. The reporter provided no causality assessment for device expulsion with essure. The reporter considered allergy to metals, alopecia, appendicitis, colitis, cystitis, depression, dry eye, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, hormone level abnormal, menorrhagia, migraine, mood swings, pelvic pain, tooth fracture, vaginal discharge, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: as soon as she had her hysterectomy and the coils were gone, it was like her life changed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.3 kg/sqm. Ultrasound scan - on (B)(6) 2014: essure seen in cervix ,lower uterine segment. On (B)(6) 2015 hsg test done whcih showed a small caliber balloon tipped catheter was inserted into the endometrial cavity and approximately 10ml of water soluble contrast was injected under fluoroscopy. Multiple ap and oblique images were performed. There is normal opacification of the uterine cavity. No abnormal filling defects are seen. There is no opacification of the fallopian tubes and no free spill of contrast into the peritoneal cavity.normal post essure hysterosalpingogram current weight: (B)(6). Approximate weight at the time of essure placement: (B)(6). ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: device expulsion ¿ most recent follow-up information incorporated above includes: on 1-feb-2018: pfs and medical records received. Final report was ticked. Reportes added. Events appendicitis,abnormal vaginal bleeding, menorrhagia, fatigue, hair loss, hormonal changes, mood swings, vaginal discharge, weight loss, apareunia, dyspareunia, dysmenorrhea, broken teeth, colitis, digestive issue, migraine/headache, bladder infection, nickel allergy, depression, dry eyes were added from pfs. Events outcome added as recovered.concurrent condition and concomitant medication,treatment drug added. Product lot number added. Lab data added, event essure seen in cervix and lower uterine segment was added from medical records. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.